Event description:
It was reported that an unspecified malfunction occurred on (B)(6) 2023. The patient's spouse stated that they were not present during the time of event; however, they stated that the cgm was not providing the correct information to the patient's tandem insulin pump resulting the in the pump continuing to administer insulin to the patient. The spouse also mentioned that the signal between the two devices (cgm and pump) were not working. The patient became hypoglycemic (no information on symptoms) and the paramedics were called. When the paramedics arrived, they checked the patient's bg and it was 14 mg/dl. There was no mention of the cgm displaying at that time. The patient was transported to the emergency department and received an unspecified injection for hypoglycemia in route which caused the blood glucose to rise to 18 mg/dl. The patient was admitted to the hospital and discharged the following day. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Codes: health effect - impact code - f1005 overdose.